Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Patient initially reported that the external device was not working properly, but affected channels were found with in situ testing of the internal implant. An incident of accident or trauma is unknown.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. The reported trauma might have weakened the fixation of the electrode, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Initially, the recipient reported that the external device was not working properly, but during in situ measurements affected channels were found with testing of the internal implant. A trauma is reported to have occurred 2 days prior to visiting the clinic. The recipient was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the patient report, however to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
Patient initially reported that the external device was not working properly, but affected channels were found with in situ testing of the internal implant. A trauma is reported to have occurred 2 days prior to visiting the clinic. Re-implantation will be decided by the parents; as yet no decision has been taken.